Event description:
It was reported that during a labrum refixation surgery the plastic sleeve of the nitinol wire came loose. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-4068-25tl suturelasso¿ sd, 25° tight curve left batch 4283153372 was received for evaluation. Upon visual evaluation, it was noted that the nitinol wire cover is coming off, exposing the wire. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is a user error, specifically the wire making contact with another instrument during use or pulling/rubbing the wire against hard bone.